Event description:
It was reported to technical services that this lead impedance has intermittently went over 2000 ohms. Sensing is still good, however they are questioning the large p waves. Threshold went from 0.8@0.4ms to 2.5@0.9ms. Dr. (B)(6) has scheduled a set screw revision for (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).